Manufacturer narrative:
Submit date: 9/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an insulin syringe. Customer reports that upon opening of the box, customer noticed that 2 syringes and mismarkings on the syringe barrel (smudged ink) and one other syringe was missing the top of the plunger. Device was not used on a patient. The device will be returned for evaluation, however, customer has discarded the syringe with the broken plunger top.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Two samples were received for evaluation. A visual inspection was performed. The majority of the numerals and graduation line printing was missing from the syringe barrel on both of the syringe samples. The reported issue was confirmed on both samples. A possible root cause can be due to a broken printer tape at the hot stamp printer. The sensor may not have stopped the process when the printer tape broke. Control mechanisms are in place to prevent the occurrence and acceptance poor print during the syringe assembly and packaging processes. The manufacturing plant maintains a material verification processes. The resin and barrel print tape must pass a certification review prior to acceptance and release to the production floor. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. The barrel printing is conducted within a validated process. The hot stamp print head temperature is controlled and barrel print quality is visually inspected and physically tested for adherence to the quality inspection standard. Procedures and standard work instructions exist for the set-up, operation and maintenance of the hot stamp printers. Based on the existing controls, additional correction or containment activities of product are not warranted at this time. This complaint will be used for tracking and trending purposes.